Manufacturer narrative:
On (B)(6) 2021 customer called in: customer reports that his insulin pump broke and the reservoir lip ring & battery compartment got damaged when his belt clip got caught in the car door and the insulin pump got thrown away. Unable to insert the battery in the pump and the reservoir is loose, will need a replacement insulin pump. P-cap locked in place properly during testing. After battery installation unit gave a constant failed battery test alarm. Unable to perform displacement test due to the constant failed battery alert. Replaced, battery caps, new batteries, test internal battery, test unit in test case, perform a visual inspection of electronic stack and connectors for faults or moisture damage, no moisture and connectors were properly plugged in and failed battery test alarm persisted. Swap electronic boards to pinpoint faulty board. During visual inspection under scope it was noticed damage components on electrical board 2. Used a test electrical board 2 with original electronics and connectors and no failed battery alarms noted afterwards. It was determine that the constant failed battery alerts were cause by the damage components on electrical board 2. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when partially broken retainer and damage reservoir tube lip were noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
Information received by medtronic indicated that the insulin pump had damaged retainer ring and battery compartment. The customer stated that the reservoir did not lock in place. Customer stated that belt clip got caught in the car door and the insulin pump got thrown away unable to insert the battery in the pump and the reservoir was loose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis